Manufacturer narrative:
Sections with additional information as of 14-dec-2022: d4: based on product returned, lot number updated from "ma4572s" to "ma4512s", expiration date of "31-jan-2024" and unique identifier (UDI) # "(B)(4)" added. D9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: manufacturer contacted customer in a follow-up call on 25-oct-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she still had the headache but not the dizziness. Customer was unsure if the headache was due to her blood pressure. No medical intervention since the last call was reported. Customer stated that a blood test was performed that day using the true metrix meter; the result obtained was not disclosed. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved - able to establish contact with customer who their condition had improved and they did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high, low and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 153 and 59 mg/dl; customer stated she was having symptoms at the time the results had been obtained. Customer did not disclose what the symptoms had been and no medical attention as a result was reported. The customer¿s expected blood glucose test result ranges are: below 120 mg/dl am fasting, 130-140 mg/dl pm fasting and below 160 mg/dl non-fasting. At the time of the call, the customer reported she was feeling dizzy and had a headache; medical attention was not needed at the time. During the call, a back to back blood test was performed by the customer am fasting and produced test results of 188 mg/dl and 153 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strips were opened two weeks prior to call; expiration date was not disclosed. The meter memory was reviewed for previous test result history (time not set; customer was not concerned with the result of 322 mg/dl): (B)(6).